Manufacturer narrative:
Follow-up # 1 ¿ (04/12/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/2/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter read inaccurately erratic when performing consecutive blood glucose tests. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The reporter stated the alleged inaccuracy began on (B)(6) 2013, at 12:22 a. M. At 4:29 a. M. That same day, the reporter stated the patient obtained blood glucose results of ¿353, 97 mg/dl¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with an insulin pump and the reporter claimed the patient took an increase dose of insulin (13 units) in response to the alleged inaccurate result(s). The reporter claimed, 4 hours after the alleged issue occurred, the patient developed symptoms of ¿out of it, cold, clammy, sweaty, disoriented, lethargic¿. At an unspecified time that same day, the patient self-treated with food and/or drink. The reporter mentioned, at an unspecified time that day, the patient¿s blood glucose was tested on another device (ultra 2) and he obtained results of ¿96, 151, 176, 123, 144, 91¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the patient was incorrectly cleaning the puncture area prior to testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.